Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline failed to open in the distal section of the device. It was asked but unknown if the pipeline had been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5mm and a 3mm neck diameter located on the cavernous sinus segment. The landing zone was 8mm distally and 11mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered and pru level was normal it was reported that the patient had a cavernous segment aneurysm and was treated with a dense-mesh stent for flow diversion. A phenom 27 microcatheter was used, with a navien intermediate catheter. The patient¿s vasculature was highly tortuous. After the microcatheter was positioned, stent deployment was initiated. When approximately 10 mm of the stent had been deployed, the stent failed to open. Extending the deployment length did not result in opening. Despite repeated attempts, the stent could not be deployed successfully. The dense-mesh stent was replaced with a new one, and the procedure was completed successfully. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. The pipeline was not used for an indication that is not approved (off-label).